Manufacturer narrative:
Analysis of the blade found that the inner shaft broke 0.57' from the distal face of the inner hub. There were striations around the outside diameter of the break point indicating metal on metal contact during use. The break point corresponds to the proximal end of the outer tube in the front hub. There was no damage to the distal tip. When viewed under magnification, there was deformation and indentations of the front hub locking area. There were no bends or signs of a concentricity issue. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a manufacturer representative that the inner blade broke into two pieces during the fu nctional endoscopic sinus surgery (fess) procedure. Another blade was used to complete the procedure. There was no patient impact.